Event description:
It was reported that a patient experienced an acute myocardial infarction and subsequently passed away due to the event coincident with automated peritoneal dialysis (apd) therapy. The patient was not hospitalized prior to death. Treatment was not reported. Apd therapy was ongoing until the time of death, however, the patient was not connected to the homechoice device at the time of death. It was reported that the patient ¿had a very bad heart¿. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test. The device was determined to meet functional and electrical performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. The device passed seal, purge & wet disposable integrity tests. A short simulated therapy was performed and completed successfully. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.